Event description:
A patient reported they were unable to test on the meter. Their meter allegedly had no power. The result on their meter was unable to test. No comparison. Not treated. No further information has been reported.